Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, undefined impedance qualified as high and a possible fracture. The ra lead was reprogrammed but no capture was evident. The ra lead was reprogrammed again and remains in use. No patient complications have been reported as a result of this event.